Event description:
After the implant procedure was completed, the patient developed a hematoma along the tunneling passage. Physician brought the patient back into the or, opened the neck incision to address the hematoma, and closed.